Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer was not communicating properly with the medstation. A field service engineer (fse) replaced the blood bank refrigerator (bbb) assembly, which did not resolve the problem, then the fse double check the modems verified and flip-flop the power supply the modem verify the move was working properly. Fse then worked with helmer extensively to find out that there was an ethernet connection issue internally, so the fse resolved that and then the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, helmer was not communicating properly with the medstation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.